Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip, orange indicator. The analysis results of the device found that it was received with clips jammed between the tissue stop and the jaws. Once the jammed clips were removed, the device was fired. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications and then, the device locked out as intended but the orange indicator was not completely visible; however, this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.